Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a/p repair, cystoscopy, vaginal enterocele repair, vaginal paravaginal & vaginal vault uterine sacral ligament suspension due to vaginal vault prolapse, sui, enterocele, cysto-rectocele and urethral hypermobility.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (B)(6)/2018. It was reported that following insertion the patient experienced bleeding, vaginal scarring and urinary problems. No additional information was provided.